Event description:
The customer reported that the syringe was removed from the wrapper and a blue thread was observed inside of the barrel. No information was received regarding any serious injury as a result of this report.